Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. While advancing a 3.00 x 32 synergy(tm) drug-eluting stent through the tight lesion, strong resistance was met and due to the pulling and pushing of the device, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged from the proximal end towards the middle of the stent profile with struts distorted, lifted and stretched. No damage noted at the distal end of the stent stretched distally over the markerband. The undamaged distal side was measured which is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. While advancing a 3.00 x 32 synergy¿ drug-eluting stent through the tight lesion, strong resistance was met and due to the pulling and pushing of the device, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.